Manufacturer narrative:
Per tandem¿s t:flex user guide ¿the single-use disposable cartridge can hold up to 480 units (4.8ml) of insulin.¿ no product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the insulin gauge decreased to an inaccurate fill estimate of 100 units. Reportedly, the cartridge was filled with 500 units of insulin. There was no impact to the customer¿s blood glucose level. Reportedly, the customer reloaded the cartridge successfully and received an accurate fill estimate.